Manufacturer narrative:
Date of event was not provided. At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported issues with the v-care medium (34mm) cup, item # 60-6085-201a, lot 202002101 that occurred at (B)(6) hospital, (B)(6). The only information received was that "the forward green cup fell off inside the patient. She was unharmed." Although attempts have been made to gather additional information from the reporter, it is indicated that no other clarification is available. Although the device was in use when the issue occurred, the information provided does not reasonably suggest that the device has or may have caused or contributed to a death or serious injury. It is noted that the patient was unharmed. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence as the green cervical cup fell off during use.

Manufacturer narrative:
The reported complaint of device breakage and falling apart is confirmed. Conmed received one 60-6085-201a in opened original packaging. The reported lot number was verified. A visual inspection was performed; the device was received disassembled however all pieces of the device were received intact. There is evidence of adhesion where the uterine balloon was attached. Measurements were taken, the inner diameter of the green cervical cup measured at .207 inches which is within spec. The blue cone measured at .200 inches which is out of spec on the high end. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review was conducted and found this is the only complaint this lot number and failure mode. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU advises the user to check the pilot balloon frequently to ensure inflation of the intrauterine balloon. If the intrauterine balloon ruptures, the pilot balloon will not feel firm when squeezed between your fingers. If the intrauterine balloon has ruptured, stop all manipulation immediately, remove the vcare and replace it with a new vcare unit. The IFU also gives direction as to removing the vcare after use, including but not limited to: reattach the syringe to the luer connector at the end of the pilot balloon and fully aspirate the air from the intrauterine balloon to deflate; this will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the screw counter-clockwise and retract to the handle. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina; do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device and the patient to make sure the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. There are 5 parts / components to the vcare cervical elevator retractor. These are: 1) the balloon; 2) the forward "cervical" cup; 3) the back or vaginal cup; 4) the locking assembly with thumb screw; 5) the metal shaft and handle with balloon inflation valve. For safe removal of the vcare device from the patient, follow instructions. Failure to separate the vaginal cup from the tissue may result in detachment of cervical cup and/ or patient injury. This issue will continue to be monitored through the complaint system to assure patient safety.